Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the oxygen blending module manifold assembly was observed. The ventilator's oxygen blending module manifold assembly was replaced to address the issue.